Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus china checked the subject device and found that the reported phenomenon was duplicated due to the failure of the converter unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the converter unit due to the aging deterioration because over six years had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the front panel of the subject device blinked when the starting up the subject device. There was no report of patient injury associated with the event.